Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer described the leak as about 2 drops of diluent reagent mixed with cleaner underneath the flow cell of the analyzer. The leak was not contained within the analyzer and leaked onto the counter. There were no error messages generated by the analyzer. The customer could not identify the source of the leak. The analyzer was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a cut in the tubing through pinch valve, vl48b. Vl48b is located under the diff mixing chamber and controls the waste drain. The fse replaced the tubing which resolved the leak. The repairs were verified per established procedures. (B)(4).